Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but the foreign material in the nozzle's distal end was unable to be further specified. However, physical damage of the device was confirmed where the foreign material had remained - therefore, the cause of the remaining foreign material was presumed from the obtained information to have been the damage on the device. A further cause of the damage could not be further presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the nozzle was deformed and had foreign objects likely due to insufficient cleaning. Due to clogging of the nozzle, air and water supply volume did not meet the standard value. Due to clogging of the nozzle, water removal ability did not meet the standard value. Additionally, due to wear of the angle wire, bending angle in up direction did not meet the standard value. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The adhesive around the bending section cover had a crack, a chip and white clouded area. The adhesives around objective lens had white-clouded area. The light guide lens had a crack. The adhesive around the light guide lens was peeled and had white clouded area. The plastic distal end cover and connecting tube had scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported air/water flow issues from the air/water flow system of the evis lucera elite colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle has foreign objects. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.